Event description:
It was reported, that the drill broke during an ankle osteosynthesis without excess force. No consequence reported.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.